Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified no issues with the balloon profile. The balloon was inflated to 14atm and deflated without any issues. A visual examination identified no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 12.0 x 40, 75cm mustang balloon catheter was intact when removed from the patient's body and no damage has come to the epic stent when the mustang&#10242;balloon catheter became stuck to it.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-05060. It was reported that catheter stuck in stent occurred. In (B)(6) 2015, an epic stent was deployed in a mildly tortuous and mildly calcified brachiocephalic vein of a dialysis patient.